Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of exit site infection and peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn reported that a breach in aseptic technique caused the exit site infection, and the peritonitis was likely the result of that infection spreading. This is supported by the culture results of streptococcus pneumoniae, an organism found normally colonizing the nasopharynx. All dialysis treatments include a certain risk of infection due to the decreased immune defenses of end stage renal disease patients and because dialysis techniques increase the potential of microbial contamination. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s exit site infection and peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a drain complication encountered during treatment on the cycler. During the call, the patient stated currently recovering from peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2024 due to complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. Additionally, the patient¿s exit site was cultured as it was suspected to be infected. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cultures for both the exit site and pd effluent were positive for streptococcus pneumoniae. The pdrn stated that a breach in aseptic technique was the cause of the exit site infection. The pdrn also stated the peritonitis was likely caused by the exit site infection spreading. The patient did not require hospitalization and is continuing pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a drain complication encountered during treatment on the cycler. During the call, the patient stated currently recovering from peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2024 due to complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. Additionally, the patient¿s exit site was cultured as it was suspected to be infected. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cultures for both the exit site and pd effluent were positive for streptococcus pneumoniae. The pdrn stated that a breach in aseptic technique was the cause of the exit site infection. The pdrn also stated the peritonitis was likely caused by the exit site infection spreading. The patient did not require hospitalization and is continuing pd therapy.